Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer kept receiving the failed drawer message and indicated that the drawer was not closed. The field service engineer (fse) found that full height drawer 7 in the auxiliary unit had been failing intermittently. During testing, the fse was able to duplicate the error only when the drawer was slammed. The fse discovered that a screw was missing on the pyxibus controller card. The fse replaced the pyxibus controller and the drawer board, then tested the drawer using the test software. The fse opened and closed the drawer multiple times with varying degrees of force (from soft to hard). The fse also had the customer perform the test and inventory the drawer. All results were ok. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer failed to recognize as closed. The customer pulling medication from this drawer kept receiving a failed drawer message, indicating that the drawer was not closed even when it was, which caused delays in retrieving medication due to having to repeatedly recover the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.